Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the pacemaker was in backup vvi mode. The device was restored successfully. There were no patient consequences.

Manufacturer narrative:
Correction - this report is related to previously reported complaint of error message and backup vvi, MFR number 2017865-2020-22624.